Event description:
It was reported that the device illuminated all three (charge pak, attention, wrench) icons. This is an indication of possible device failure to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended charge pak (internal battery charger) replacement to trouble shoot the issue. If the issue persisted, physio advised purchasing a replacement defibrillator. The device was not returned to physio-control for analysis. Therefore, further cause of the reported issue could not be determined.